Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. It was reported that the high and low glucose alarms failed to sound when there were changes in the customer's glucose levels. As a result, the customer experienced symptoms of hot sweats and confusion. The customer was treated by a non-healthcare professional (non-hcp) who provided them with sugar for treatment. There was no report of death or permanent impairment associated with this event.